Event description:
It was reported the pt with paresis and a deformed thorax has this 31 mm epic valve implanted. Intraoperatively, after the valve was implanted, a paravalvular leak was observed and was unsuccessfully attempted to be fixed with a pericardial patch. Surgery was not continued because of the pt's condition. On (B)(6) 2010 the valve was explanted due to the paravalvular leak and during the explant procedure, a mix of fibrin/thrombus was found around the valve. The valve was replaced with another 31 mm epic valve.